Event description:
It was reported the device will not turn on, even with new batteries. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the battery flex was contaminated. It was also found that the printed circuit board, lower case, battery drawer, and battery contacts were contaminated. The upper case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.